Event description:
Dealer reported that the m41sr20b power chair surged forward when a right turn command was made, throwing the user out of the chair. User sustained a laceration to the head, went to the ER.